Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a tracheal stenosis dilatation procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment of tracheal stenosis due to lung cancer. Reportedly, the patient anatomy was not torturous and the lesion was not dilated prior to stent placement. During the procedure, after the stent was deployed, the stent did not fully expand at the distal end. The physician noticed that the retention suture at the distal end of the stent was crossing the center of the stent. The physician thought that the suture was not inserted through some of the stent wire loops. No intervention was performed as a result of this issue. The physician is comfortable leaving the stent as is. The stent remains implanted, and the patient was discharged from the hospital. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of stent failure to expand. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A medical review by the bsc medical director was performed of an attached photo of the complaint device. Based on the review, it was confirmed that there is a suture crossing the stent but unable to determine the location within the stent. If any further relevant information is identified, a supplemental medwatch will be filed.